Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc foreign matter/open seal. The following information was provided by the initial reporter: we had a few 22g IV catheters that had a packaging malfunction. Additional information received on 30-jun-2025: the product packaging was not sealed properly. There was a black spot in the area where it would normally be sealed, which is not typically present.

Manufacturer narrative:
The complaint of black material on the packaging was confirmed and the cause appeared to be packaging related. One photograph was provided for investigation. Splice tape from the packaging process, which is not intended to be present on the finished product, was observed on 2 unit packages. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.